Event description:
A report was received that the patients lead had migrated as confirmed on x-ray. The patient underwent a revision procedure wherein the physician pushed back the wire back where it was originally placed. The patient was doing well postoperatively.